Manufacturer narrative:
Corrected information has been provided in d1. Major bleed/asae: the cause of bleed was most likely use issue related since the angle of insertion was high. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause of the product damage was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received regarding the patient outcome of death the following were update; b2, b5, h1, h6. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Correction: e4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Updated clinical review/rationale: an impella cp was inserted via right femoral artery in a 53 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty. On day 4 of support, significant oozing was observed from the groin access site. Both the cp and ECMO cannula were accessed via the right groin, and cp angle of insertion was high. Echocardiogram imaging revealed the cp cannula was significantly kinked, and it appeared the pigtail was stuck under papillary muscle. The groin was noted to be overly dressed. The site was redressed and cp angle of insertion matched to resolve the bleeding. On day 9 of support, care was withdrawn and the patient expired. Bleeding and death are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Event description:
An impella cp was inserted via right femoral artery in a 53 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty. On day 4 of support, significant oozing was observed from the groin access site. Both the cp and ECMO cannula were accessed via the right groin, and cp angle of insertion was high. The groin was noted to be overly dressed. The site was redressed and cp angle of insertion matched to resolve the bleeding. Bleeding is a known potential adverse event of the impella cp per the instructions for use.